Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting: no clinical signs, symptoms or conditions. No health consequences or impact. Device damage by another device. Access port. Testing of actual/suspected device. Maintenance problem identified. Unintended use error caused or contributed to event.

Event description:
Pentax medical was made aware of an event on 16sep2020 which occurred during reprocessing. The cleaning brush cs6021t broke off into the channel of eg-1690k serial (B)(4) (MDR 9610877-2021-00008 filed). On (B)(6)2020, pentax customer service received an email for service notification for operation channel blocked. Per gfe received from the user the brush broke off inside of the scope when cleaning. On 24sept2020, the scope was received at pentax facility for service and was inspected where the inspector confirmed the user narrative. . Additional inspector findings: accessory stuck in primary operation channel. Biopsy inlet t-piece stuck accessory at aft tube. Failed wet leak test. Lightguide prong cover glass set loose. Failed dry leak test. Air/ water nozzle glue missing. Primary operation channel resistance. Customer complaint confirmed. Bending rubber pinhole. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. Insertion tube mild crush at stage 1. Bending rubber leak at middle section. Since the operation channel has resistance, it's likely the root cause of the cleaning brush being stuck. The endoscope was repaired where the parts listed below were replaced and returned to the user on 25sep2020 on delivery 82126814. Parts replaced: o-rings and seals, distal end assy w/tubes, adjusting collar, angle wire, bending rubber, rl pulley assy, ud pulley assy, o-ring (1.8x19.8). A DHR cannot be perform since there was no lot number provided. On 02mar2021, a review of the service history was performed, and it was confirmed that the device was not routinely serviced since date installed of 31oct2018.

Manufacturer narrative:
Evaluation summary: the cause is thought to be that the brush used by the user during cleaning was broken and remained in the pipe. Pentax has added a method for alerting and detecting in IFU in the event, and also implemented field action. The event was not a clogged foreign object that was unknowingly used on the next patient, but was successfully detected and a complaint was reported. Correction information: g6: follow up #1; h2: type of follow up; h6: coding changed based on the investigation result.